Manufacturer narrative:
Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the information were made. The records of these attempts are documented in the complaint file. A review of the device history records is not possible. The part or lot number are not known. The product was not returned to the manufacturer; therefore, device performance could not be evaluated at the manufacturer site.

Event description:
On (B)(6) 2011, a local regulatory representative received a phone call from a customer (patient). The patient said that during a surgical procedure on (B)(6) 2010, neurosurgical patties and strips were broken inside her body. The physician was not able to find the patties at the end of the surgery. On (B)(6) 2010, a second surgery was performed to remove the patties. The patient reported that she is doing fine. The product (neurosurgical patties and strips) is not available for evaluation. The doctor at the facility could not confirm if the product is a medtronic neuray patty. (B)(4).